Event description:
The pt was reportedly experiencing decrease in sound quality and occasional overly loud stimulation. Previous testing of the pt's device in (B) (6) 2007 showed abnormal results. The pt's device was explanted and the pt was reimplanted with another bionics cochlear implant.